Manufacturer narrative:
The external visual inspection revealed the implantable cochlear stimulator (ics) magnet was out of the silicone pocket prior to receipt. In addition, the electrode was severed near the array and cut silicone was observed near the fantail, and the silicone over mold was damaged on both the top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced magnet migration. The recipient ceased device use due to retention issues. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The surgeon cleared the recipient for activation.